Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06144. It was reported the patient underwent surgical intervention on (B)(6) 2016 to explant the scs system due to an infection ((B)(6)). The infection at the lead and ipg site was diagnosed on the day of explant. A culture was taken however results are unknown. The patient was hospitalized and administered IV antibiotics.